Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching due to competitive atrial pacing was observed via remote transmission. Programming changes were recommended.